Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath and sinus infections. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.